Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 113 mg/dl. The customer's mother stated that while trying to bolus, it was found that the esc and act buttons did not respond to presses. She stated that the insulin pump had gotten wet when the customer wore it into the pool. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The act button did not respond due to flattened button dome switch. The insulin pump had moisture damage on the electronics. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.